Manufacturer narrative:
E1: facility name: (B)(6). E2/e3: information was asked. But unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a cut cable. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. No other reportable malfunctions were identified during the device evaluation. A definitive root cause could not be identified. Based on the results of the investigation: it was likely that the cable was cut due to the protector of the video cable section being cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.